Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 61 indicating an external flash write error, and a replacement ilet was arranged with instructions provided for shutdown and return; the patient was advised that data would not transfer to the replacement and could continue using the cgm application or receiver. Symptoms included no adverse clinical effects. Outcomes included replacement shipment and coordination of return using a verified shipping label. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.